Event description:
It was reported that a cadd-legacy® pca pump failed the volume test. The results were out of specification; they were too low. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests including accuracy testing. The delivery accuracy tests found the pump to be under delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint of delivery accuracy was confirmed. The root cause of the pump's accuracy issue was attributed to the pump's expulsor.